Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown access intravenous set leaked from its tubing. This occurred during infusion of total parenteral nutrition. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This information was accidentally omitted from the previous MDR. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure and clear passage testing was performed and revealed a leak from a hole in the tubing. The reported condition was verified. The cause of this issue was not determined. An ncr has been opened to address this's issue. Should additional relevant information become available, a supplemental report will be submitted.